Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, h3: a medtronic representative went to the site to test the equipment. The manufacturer representative (rep) replaced ps1 as due to 5v drifting and +15v, -15v, 5v out of range randomly. Measured the voltages with results within specs. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned power supply. No faults or failures were found. When installed in a test system, it initialized normally. Motion, generator, communication and charging readied. Voltage measured 5.20 vdc and imaging was successful. H6: b01, c19 and d14 apply to the concomitant product. B01, c02 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during an orthopedic procedure (total hip arthroplasty and total knee art hroplasty). The imaging system was not performing acquisitions properly. The manufacturer representative did not try using the footswitch. Restarting the system helped restore functionality to complete the procedure. The system had to be restarted several times, w hich resulted in a procedure delay of one hour. There was no impact on patient outcome. Additional information received reported that there were no unused spins.